Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and lcd window. Unit received with minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump was damaged at the reservoir compartment. Customer stated they could not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 12 mmol/l at time of reporting. Nothing further reported.